Manufacturer narrative:
These devices were used on neo natal piglets so no patient information is available. PMA/510(k): unknown which protege device was used. The 510(k) for protégé rx gps nitinol stent chosen for inclusion. Title: abstract 18075: mechanical properties of stents and blood vessels to determine a safe strategy to unzip stents within growing blood vessels. (B)(4).

Event description:
An animal study was carried out to investigate the mechanical properties of stents and blood vessels to determine a safe strategy for unzipping stents within growing blood vessels. Sixty stents were implanted in 12 neo natal piglets. Three months later, unzipping the implanted stents was attempted by dilating until the stents either fractured or the vessel was injured. The ultimate tensile strength (uts) of the different stent and vessel type was calculated. The study found that the protege stent had the least uts but fractured in a disorganized fashion and did not unzip. Two distinct types of vessel injuries and four histologic grades of these injuries was developed from this study. It was concluded that the study may help to choose the appropriate stent to implant in an infant with a stenotic blood vessel if the intent is to unzip the stent in the future. The unzipped segment may require reinforcement with another stent implanted within it in order to prevent formation of a pseudoaneurysm.